Event description:
Uder general anesthesia the patient had an open reduction percutaneous pinning of the left wrist. Preoperatively patient's arm washed up using two (2) fingers attached to arm holder. Twice during the procedure and once post-op the finger traps released, causing the patients' left arm to fall to the patients' side. Physician examined patient and patient sustained no injuriesdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.